Event description:
Tibial articulating component found not to set properly. Co rep retrieved another component from a nearby hosp. This caused an approx 20 min delay in finishing surgery. No adverse effects noted.